Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the definitive cause was not determined because no device was returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope image blacked out during a diagnostic procedure, which was finished with an olympus backup device. There were no reports of patient harm.